Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). The hcp stated that the device is programmed to left ventricular (lv) pace only, however, noted occasional right ventricular (rv) pacing. Upon review, the presenting egm showed possible farfield atrial oversensing on the lv channel, causing lv paced to be inhibit resulting in rv backup pacing. Ts provided programming optimization recommendations to the hcp. The hcp reported the reprogramming appeared to have resolved the issue. No adverse patient effects were reported. This crt-d remains in service.